Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl concentration not reported at 3102mcg/day and bupivacaine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included being cited with having a ¿chronic mood disorder¿ by the healthcare provider and have been on opiods, oxycodone and oxycontin since 2002. On (B)(6) 2019 the patient reported that their pump was alarming. The alarm started going off on saturday (B)(6) 2019 and said that his refill date was missed. The patient described it as a non-critical alarm on saturday and then it ¿moved to a long simple beep every so many hours¿. The patient¿s last appointment was on (B)(6) 2019. The patient was discharged from their healthcare provider and had requested physician listings. The patient had been sent physician listings. Additional information was received on 03/25/2019 that reported the patient was having difficulties finding a refill physician for their pump. The patient stated he needed a refill and was currently hearing an alarm on the pump. The patient had contacted 61 doctors and none of them would refill his pump. The patient had traveled to one physician¿s office, filled out the paperwork and then the physician said he would not fill the pump because he was not comfortable with the dose of the patient¿s medication. On 05/03/2019 the patient reported that he had already contacted 67 doctors and has had 4 appointments with healthcare providers in his area, but has not been successful with finding a new managing healthcare provider. The patient¿s pump was now dry. The pump previously had fentanyl in it and was around "3700 mcg/day" and around this time he went through hell going through withdrawal. The healthcare provider was lowering his oral medication and refused to raise the pump medication, he was previously at 7500 mcg/day, before the healthcare provider decreased the pump medication as well. No further complications were reported or anticipated.